Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced stopper deformation. The following information was provided by the initial reporter: the customer reported that the stopper of a syringe was deformed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced stopper deformation. The following information was provided by the initial reporter: the customer reported that the stopper of a syringe was deformed.